Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring of an attune conv fb ps tb trl sz3 broke when trying to remove the trial insert from final components. All parts removed from patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device could not confirm the reported breakage, however, additional damage was identified. One balseal spring was missing from the device, and the other balseal was deformed yet still attached. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.